Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Only event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the impact device broke off while attached to the insertion handle. The pieces could not be removed from the insertion handle. The screwdriver for synapse screws was cross threaded and would not properly thread into the screw heads. There was no patient consequence. This report involves one (1) radiolucent insertion handle for expert alfn/100mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Only event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the impact device broke off while attached to the insertion handle. The pieces could not be removed from the insertion handle. The screwdriver for synapse screws was cross threaded and would not properly thread into the screw heads. There was no patient consequence. This report involves one (1) radiolucent insertion handle for expert alfn/100mm. This is report 1 of 3 for (B)(4).